Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with ectasia on the right eye (od) post treatment. The corneal topographical elevation map showed irregularities on the inferior temporal of right eye. The surgeon considering post lasik ectasia vs epithelial basement membrane dystrophy (ebmd). It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient reported halos and glare and stated that blurry vision was worsening. Patient symptoms were significantly interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.25 x -3.00 x 160. Left eye pre-op 20/20 -1.00 x -3.00 x 12. Bcva from (B)(6) 2019: right eye post-op 20/40 .50 x -1.25 x 50. Left eye post-op 20/20 .00 x .00 x 90.